Event description:
The patient reported calibration errors and high bgs of 393 mg/dl. Troubleshooting was performed. No incorrect bg or delayed entry reported. Found isig ratio was not within expected range for meter. Advised the calibrate when bgs are stable. The patient's bg had risen to 426 mg/dl during the call, and the patient stated that he just had dinner, and forgot his meter so, he was unable to treat his bgs right away. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.